Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. The customer had symptoms such as thirstiness and hands tingly and treated with bolus. Customer's blood glucose value was 447 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The infusion set cannula appeared bent. The product was not returned for analysis.